Event description:
It was reported that during percutaneous transluminal angioplasty, a stent dislodgement occurred. Vascular access was obtained vial femoral artery with a 6fr non-bsc introducer sheath. The 99% target lesion was located in severely calcified and moderately tortuous right common iliac artery. After the guide wire crossed the target lesion, pre-dilatation was performed with a 5mm unspecified balloon catheter. A 7.0x30x135cm express ld vascular stent was advanced to the target lesion but could not cross due to severe calcification so the physician pushed it several times. During attempting to cross, the stent was dislodged. The system was removed from the patient, and dislodged stent was successfully removed with a snare. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The returned device was consistent with the complaint incident reported. The stent was returned attached to a snare. The balloon catheter associated with the stent was not. A visual and microscopic examination found that the stent was extensively damaged. A number of struts throughout the stent appeared flattened or twisted. The extensive damage is consistent with the device being tracked with force against the anatomy as described by the customer, the stent damage is consistent with being forced forward as a numbers of struts were compressed, in addition there is evidence that the stent was moved in torsion as a number of struts were flatted and twisted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty, a stent dislodgement occurred. Vascular access was obtained vial femoral artery with a 6fr non-bsc introducer sheath. The 99% target lesion was located in severely calcified and moderately tortuous right common iliac artery. After the guide wire crossed the target lesion, pre-dilatation was performed with a 5mm unspecified balloon catheter. A 7.0x30x135cm express¿ ld vascular stent was advanced to the target lesion but could not cross due to severe calcification so the physician pushed it several times. During attempting to cross, the stent was dislodged. The system was removed from the patient, and dislodged stent was successfully removed with a snare. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).